Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) no anomalies found, full lead analyzed. (B)(4) no anomalies found, full lead analyzed.

Event description:
It was reported that during the implant attempt, there was positioning/fixation difficulty with right atrial and right ventricular leads. A different right atrial lead was implanted and no right ventricular lead was implanted. No patient complications have been reported as a result of this event.